Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin from the reservoir leaked during filling. No further information was provided.

Manufacturer narrative:
Inspected one opened and used reservoir. Found reservoir transfer guard needle occluded. Unable to perform pre-fill test. Checked transfer guard needle for burrs, hooks and dull needle. None were found.